Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) migrated caudally. The device was explanted due to therapy upgrade or downgrade and was replaced with a new device. Additional information indicated that migration was not noted and may have been first discovered during device change out. The product is no longer in service. No additional adverse patient effects were reported.